Manufacturer narrative:
Lead, extension and ins manufacturing and expiration dates are unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3; reference MFR. Report: 1627487-2018-10288, reference MFR. Report: 1627487-2018-10290. It was reported (netherlands) the patient experienced a loss of stimulation. Diagnostics revealed low impedances associated with the lead at vertebral level c6. To address the issue, the physician opted to explant the drg system.